Event description:
It was reported that the right ventricular (rv) lead exhibited low r-waves three weeks post implant. It was further reported that the lead had pulled back toward the valve and had became dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.